Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('normal appearing tubes with embedded essure coils in bilateral tubal isthmus') in an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depoprovera from (B)(6) 2013 and mirena from 2010 to (B)(6) 2011. Concomitant products included boron; calcium; cimicifuga racemosa extract; folic acid; glycine max extract; magnolia officinalis; nicotinic acid; pyridoxine hydrochloride; riboflavin; selenium; thiamine; tocopherol; vitamin b12 nos (estroven) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection (uti)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nail infection ("toe nails infection"). In (B)(6) 2014, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/ pelvic region"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with azithromycin (azo), nitrofurantoin, oxiconazole nitrate (oxistat), terbinafine and surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, mood swings, hot flush, nail infection, urinary tract infection and weight increased outcome was unknown. The reporter considered embedded device, hot flush, mood swings, nail infection, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: approximately 2-3 coils were left visually standing in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received : event "normal appearing tubes with embedded essure coils in bilateral tubal isthmus", reporter added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('normal appearing tubes with embedded essure coils in bilateral tubal isthmus') in an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depoprovera from (B)(6) 2013 to (B)(6) 2013 and mirena from 2010 to (B)(6) 2011. Concomitant products included boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estroven) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection (uti)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nail infection ("toe nails infection"). In (B)(6) 2014, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/pelvic region"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with azithromycin (azo), nitrofurantoin, oxiconazole nitrate (oxistat), terbinafine and surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, mood swings, hot flush, nail infection, urinary tract infection and weight increased outcome was unknown. The reporter considered embedded device, hot flush, mood swings, nail infection, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: approximately 2-3 coils were left visually standing in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Lot number: a20058 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.